Manufacturer narrative:
An event of atrial fibrillation three years post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
A 25mm amplatzer patent foramen ovale (pfo) occluder was implanted on (B)(6) 2021. After the occluder implant, aspirin and direct oral anticoagulants (doacs) were being prescribed until one-year postoperative follow up. After one-year follow up, do direct oral anticoagulants (doacs) was discontinued and only aspirin was being taken. Atrial fibrillation was detected on (B)(6) 2024. Three years after procedure. Direct oral anticoagulants (doacs) were administered for anticoagulation. No other intervention has been planned. The patient has kept being taken wait and see approach.